Manufacturer narrative:
No lot info provided by customer. No pt info provided.

Event description:
A 2.5 bit from drill broke off inside the bone during an epiphysiodesis right tibial procedure. Approx 1 inch fragment of the drill bit was retained in the bone, and removed by the surgeon with no apparent harm to the pt.